Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer's insulin pump over delivered insulin. The customer¿s blood glucose level was 29 mg/dl at the time of the incident, and 47 mg/dl at the time of the call. The customer was hospitalized the previous night with blood glucose levels of 58 mg/dl. The customer was given food, glucose tablets, and glucose constantly to stop them from going low again. The caller reported that they got a massive overdose of insulin from the pump. The pump was showing that it had 189 units in it, but the reservoir was empty. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.